Event description:
Sub-total, tortuous, calcified lad occlusion. Tip of corsair became wedged in calcium and when rotated tip sheared off. Patient was sent to surgery and is recovering. Corsair was not available for return.